Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01may2020.

Event description:
The customer reported that the device had experienced battery failure. The field service engineer evaluated the device. There was no patient involvement at the time of the reported problem. The field service engineer replaced the battery to address the reported issue. The issue was resolved, the device was tested, and the device now functions as intended.